Event description:
The customer complained that a proficiency sample was not picked up with biotestcell 1 and 2 art.-no. (B)(4), lot 7043011. The affected proficiency sample was supposed to contain an anti-c. The customer has sent us the affected proficiency sample but not the complained lot of biotestcell 1 and 2. Therefore the retention sample of biotestcell 1 and 2 was tested with the proficiency sample in the tube technique. The sample reacted correctly positive with cell 2 of biotestcell 1 and 2 in the indirect anti-human globulin test (iat). All positive and negative controls reacted as well correctly and clearly positive respectively negative. Therefore the complaint of the customer cannot be confirmed.